Event description:
New information notes that during follow up, noise was observed and reproducible with pocket manipulation. The pocket was opened, connection appeared securely fixed. The physician disconnected the lead, cleaned the lead connector and reconnected it to the device. With the same manipulation, no noise was present. The pocket was closed and no further issues have been reported.

Event description:
It was reported that the patient presented via merlin.net after receiving a patient notifier for multiple episodes of lead noise. The noise was not reproducible with manipulation. Programming changes were recommended. Lead will be monitored.